Event description:
Arrive2 study# 130-042 it was reported that 391 days after a coronary drug eluting stent implantation procedure, the patient died. When the patient enrolled in the study, a lesion was identified in the 2nd obtuse marginal branch coronary artery. The lesion had severe calcification, moderate tortuosity, and 90% stenosis. It was treated with a 2.5x16mm taxus express2 drug eluting stent. The patient was discharged the next day on a regimen of asa and plavix. 391 days later the patient expired. The cause of death was reported as "kidney failure secondary to non-compliance with renal dialysis." No autopsy was performed, the device relationship was reported as unknown.